Event description:
It was reported that ¿aiming beam fires straight out of fiber¿ at 122,059 joules. The procedure was completed with a second fiber. Patient outcome ¿no injury¿ reported.

Event description:
During the case, the "scrub technician noted that the stopcock flow adapter was bad from the morcellator set". The second fiber was used to complete the case with a joule count of 36,104 joules. A total of 158,163 joules were used for this case.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.